Event description:
A vaxcel plus dialysis catheter was placed for therapeutic purposes in july 2004. Two weeks later ten minutes after dialysis treatment, blood was noted on the dressing and it was discovered that line separation had occurred. The catheter was clamped immediately. Shortly after the catheter was clamped, the pt began complaining of feeling ill and shortness of breath. Respiration was labored at 28-32. Pt was immediately put on left side and in trendenlenburg and o2 was applied. The dialysis treatments were discontinued and the pt eventually expired as a result of an air embolism. Follow up with risk manager noted that the physician on the case believes that death was a result of the line separation. It should also be noted that the facility does not use luer locking devices for clamping but tapes the catheters instead.